Event description:
Ventilator alarmed during pt cares. The vent screen was blank and help was sought. Ventilator was in prvc mode which should be ventilating the pt. Pt was not being ventilated. Pt had episode of bradycardia to 49. Pt was manually ventilated until replacement vent was obtained and placed on pt.